Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, he was having issues with a couple of sensor. Customer stated he has hit a blood vessel and the stem has broken off. Customer was advised when the sensor cannula wasn't visible; it may be retracted back into the sensor needle hub rather than dislodged into the body. Customer is not returning the sensor for analysis.